Event description:
It was reported that the shaft broke off during the procedure. No patient injuries were reported. No backup was available and no delay was reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned, however a photograph was supplied. Visual assessment of the photograph confirmed the reported complaint. The shaft has been broken off at the handle. The shaft appears to be bent. The condition of the device indicates it was subjected to excessive force during use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Additional information.